Manufacturer narrative:
Damaged jaws, empty. Evaluation summary: the instrument was returned empty, locked out and with the jaws slightly over twisted. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, a corrective action has been initiated for the over twisted jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that clips were not advancing, no further info is available. Completed with same like product. Procedure: lap sigma. There was no pt consequence.